Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pre-syncope. The right atrial and right ventricular leads were capped on (B)(6) 2017 and replaced due to oversensing. This led to some inappropriate auto mode switches as well as some intermittent inhibition of ventricular pacing. The patient's condition was fine with no complications due to the procedure.